Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the right atrial (ra) lead was not able to be positioned with acceptable electrical measurements. The ra lead was removed and replaced and the patient was in stable condition.